Event description:
Related manufacturer reference number: (B)(4). It was reported that patient's atrial and right ventricular lead exhibited noise oversensing. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two portions, then labeled ¿a¿ and "b" for analysis. Visual analysis found an external insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can, located proximal to the suture sleeve tie impressions on portion "b". Electrical tests did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.